Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that the system was explanted due to infection. The patient is currently doing well and there were no reports of further complications.